Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that two days after it was first implanted, this right ventricular (rv) lead was found dislodged as confirmed via chest x-ray. As result, the patient underwent a procedure wherein the lead was successfully repositioned.